Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The hcp reported that the catheter became disconnected from the pump. The disconnection was noted on xray and was replaced with a similar device. No patient symptoms were reported; the patient recovered without sequela. The patient was receiving lioresal 500 mcg/ml at a daily dose of 159 mcg/day. A follow-up report wil be sent if additional information becomes available to us.